Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown, therefore, a review of the mfg documentation could not be performed. The most probable root cause of the reported complaint is design related.

Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure, the stent would not fully deploy. An ultraflex esoph ng prox cvd stn 23 x 10 had been advanced to treat an unspecified esophageal stricture. While attempting to deploy the device, the sutures "kinked" and the stent would only deploy partially. The device was removed. There was not another suitable device on hand at the facility, so the procedure was rescheduled. The secondary procedure was successfully performed on an unspecified date. There were no pt complications reported with the pt's current condition listed as "fine".